Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that their implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was performed and the patient's status was unknown.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) exhibited a reoccurrence of post-paced t-wave oversensing. No intervention was performed, and the patient remained stable.